Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc fs lancing device¿s button was stuck so she could not test her blood glucose. It was further reported that on (B)(6) 2018 she was feeling ¿dizzy, weak, nauseous and was sweating¿, but could not check her glucose so she self-presented to a hospital. At the hospital, a blood glucose test was done (no results provided) and she was administered an injection, believed by the customer to have been metformin (metformin is only administered via the oral route) and had her metformin dose increased to 500 mg twice/day. Customer did not know what she was diagnosed with. Customer was discharged the following day. No additional information was provided by the customer as she declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported her adc fs lancing device¿s button was stuck so she could not test her blood glucose. It was further reported that on (B)(6) 2018 she was feeling ¿dizzy, weak, nauseous and was sweating¿, but could not check her glucose so she self-presented to a hospital. At the hospital, a blood glucose test was done (no results provided) and she was administered an injection, believed by the customer to have been metformin (metformin is only administered via the oral route) and had her metformin dose increased to 500 mg twice/day. Customer did not know what she was diagnosed with. Customer was discharged the following day. No additional information was provided by the customer as she declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Product quality engineering (pqe) has investigated this complaint and determined that there is no indication that the product did not meet specification. No product has been returned for this complaint to date. As the lancing device was not returned for this complaint, a tripped trend review was completed for the time period of april 2017 to april 2018, and there was no adverse trend identified. Owen mumford, the third party manufacturer of the freestyle lancing device ii, continues to monitor complaints received for the freestyle lancing device ii. If the product is returned at a later date, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
This serves as a correction report. (Brand name) was incorrectly documented as freestyle lancing device in the initial report. Brand name has been modified to freestyle lancing device ii.

Event description:
Customer reported her adc fs lancing device¿s button was stuck so she could not test her blood glucose. It was further reported that on (B)(6) 2018 she was feeling ¿dizzy, weak, nauseous and was sweating¿, but could not check her glucose so she self-presented to a hospital. At the hospital, a blood glucose test was done (no results provided) and she was administered an injection, believed by the customer to have been metformin (metformin is only administered via the oral route) and had her metformin dose increased to 500 mg twice/day. Customer did not know what she was diagnosed with. Customer was discharged the following day. No additional information was provided by the customer as she declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.